Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) and lead were explanted due to the development of an epidural hematoma. It was stated that the healthcare provider (hcp) wanted to take patient back to surgery and remove the hematoma, requiring extensive laminectomies from t8 to t11 vertebrae. It was noted that the patient had weakness at the lead location. Patient was reported as alive with no injury and no adverse event. It was further stated that after implantation, the patient "appeared to have progressive neurological sequela." It was stated that the patient "had what appeared to be a slow developing epidural hematoma that manifested overnight." It was noted that the patient still had "some neurological deficit" following explant. It was further noted that the patient had a spinal cord infarction. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.